Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
Baxter sales representative reported to baxter corporate product surveillance a one-link microbore catheter extension set in which the male luer of the extension set detached from the bd insyte autoguard. According to the report, the disconnection occurred when the extension set was in use with a medrad power injector at the start of therapy. This resulted in contrast splashing into the patient's eyes. The nurse changed out the extension set to an unknown third party product, and therapy continued as normal. The facility indicated that they were only using one-links as a trial to see if they would work for the facility. There were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.